Event description:
An intra-aortic balloon pump (iabp) alarm occurred and blood noted in tubing that shuttles helium to balloon was almost back to the machine in the extension. The iabp machine was turned off and the doctor called. The iab catheter was ruptured. The device must be pulled when this happens. The device was disconnected by the physician. The surgeon did not replace the iab catheter. The patient was doing well and progressing postoperatively. No patient harm.